Event description:
The lead showed an increase in impedance values. The day the change in impedance began to be noted was the same day that the patient was involved in a car accident. It is assumed that the car crash caused a conductor fracture in the lead. The lead was capped and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.